Event description:
It was reported by the clinical coordinator that the mesh was being explanted. A CT scan was performed and identified a potential abnormality where the mesh had been implanted in 2004. The patient developed a fistula requiring the mesh to be explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.